Event description:
An optician reported that a female patient who had worn focus dailies contact lenses for a few hours during the day, experienced severe pain in her left eye during the night. She visited an ophthalmologist who referred her to a hospital. The patient was hospitalized for three days for treatment of a peripheral corneal abscess (outside the visual axis). Severe pain and anterior chamber reaction noted. Pre-event acuity reported as 9/10. Current acuity not available. Permanent scar expected. Request has been made for further information; however, no further information has been provided.

Manufacturer narrative:
The report was reviewed by the ciba vision medical monitor with the following conclusion: "this case is considered as a possible infectious corneal ulcer." An investigation of 5 unopened returned blister paks and of lot information is underway. If any abnormality is found, a follow up report will be provided.